Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and pelvic pain ("pelvic pain/ pain") in a 45-year-old female patient who had essure (ess205) (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female condom (pregnancy prevention after essure placement but before confirmation.), gravida I and parity 1 (B)(6)1987).). * on (B)(6)2006, hysterosalpingogram- inserts in correct locations but spillage of dye beyond the essure micro-insert. Into the pelvic gutter; no evidence of spill on the left side. On (B)(6)2006, problem list: asthma, bmi 30+-obesity, hypertension, unspecified disorder of tooth development and eruption, unspecified sinusitis (chronic). Exam- ultrasound abdomen complete the patient with history of right-sided abdominal and flank pain for 2 years. Findings: the liver is normal in size. Well-circumscribed focal hyperechoic masses are noted within the liver measuring as follows: 1.5 x 1.2 x 1.3 cm, left lobe 8.6 x 1.0 cm, left lobe 1.5 x 1.5 cm. Inferiorly within the posterior segment of the right hepatic lobe impression:three hyperechoic masses scattered throughout the liver. In a female patient of this age, the most likely consideration includes multiple hemangiomas. The patient gives a history of hepatic hemangiomas diagnosed at northland radiology facility. Correlation with those reports should be performed. If these reports are not available, further evaluation with dynamic contrast enhanced CT or nm rbc scan would be helpful for evaluating these masses. Exam: CT abdomen w/w/o contrast. Reason: history of hematoma. Findings: several well-circumscribed low-attenuation lesions were seen within both lobes of the liver. These lesions were poorly visible on precontrast studies and remain hypodense on contrast images. The appearance and attenuation characteristics are most consistent with hepatic cysts. The spleen, pancreas, and both adrenal glands were normal in appearance. The gallbladder was not visualized. Impression:multiple lesions in both lobes of the liver which most likely represent hepatic cysts. Their appearance is not consistent with hemangioma. Concurrent conditions included overweight, asthma, hypertension, sarcoidosis and thyroid disorder nos. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), naproxen (naprosyn), oral contraceptive nos from (B)(6)2006 to (B)(6)2006, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), weight fluctuation ("weight fluctuation") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 6 months after insertion of essure (ess205). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping") and back pain ("severe back pain") and was found to have weight increased ("weight gain"). The patient was treated with root canals, cavities, abscesses and surgery (partial hysterectomy and unilateral salpingectomy). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the pelvic pain and weight increased was resolving, the fatigue, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal haemorrhage, migraine, tooth disorder, weight fluctuation and female sexual dysfunction outcome was unknown and the headache had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Leave taken from this job or other job for medical reasons- hysterectomy surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6)2006: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2019: plaintiff fact sheet was received. Events added from pfs- "weight gain". Outcome of the event "headaches" was updated to recovered / resolved from unknown. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and pelvic pain ("pelvic pain/ pain") in a 45-year-old female patient who had essure (ess205) (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom (pregnancy prevention after essure placement but before confirmation.), gravida I and parity 1 (((B)(6) 1987).). Concurrent conditions included overweight, asthma, hypertension, sarcoidosis and thyroid disorder nos. Concomitant products included naproxen (naprosyn), oral contraceptive nos from (B)(6) 2006 to (B)(6) 2006, paracetamol (acetaminophen), paracetamol (tylenol) and vicodin. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 6 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), weight fluctuation ("weight fluctuation") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping") and back pain ("severe back pain"). The patient was treated with surgery (partial hysterectomy and unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the fatigue, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal haemorrhage, migraine, headache, tooth disorder, weight fluctuation and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: since her removal surgery, plantiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: full occlusion of fallopian tubes. On (B)(6) 2006, hysterosalpingogram- inserts in correct locations but spillage of dye beyond the essure micro-insert. Into the pelvic gutter; no evidence of spill on the left side. On (B)(6) 2006, problem list: asthma, bmi 30+-obesity, hypertension, unspecified disorder of tooth development and eruption, unspecified sinusitis (chronic). Exam- ultrasound abdomen complete the patient with history of right-sided abdominal and flank pain for 2 years. Findings: the liver is normal in size. Well-circumscribed focal hyperechoic masses are noted within the liver measuring as follows: 1.5 x 1.2 x 1.3 cm, left lobe 8.6 x 1.0 cm, left lobe 1.5 x 1.5 cm. Inferiorly within the posterior segment of the right hepatic lobe impression: three hyperechoic masses scattered throughout the liver. In a female patient of this age, the most likely consideration includes multiple hemangiomas. The patient gives a history of hepatic hemangiomas diagnosed at northland radiology facility. Correlation with those reports should be performed. If these reports are not available, further evaluation with dynamic contrast enhanced CT or nm rbc scan would be helpful for evaluating these masses. Exam: CT abdomen w/w/o contrast. Reason: history of hematoma. Findings: several well-circumscribed low-attenuation lesions were seen within both lobes of the liver. These lesions were poorly visible on precontrast studies and remain hypodense on contrast images. The appearance and attenuation characteristics are most consistent with hepatic cysts. The spleen, pancreas, and both adrenal glands were normal in appearance. The gallbladder was not visualized. Impression: multiple lesions in both lobes of the liver which most likely represent hepatic cysts. Their appearance is not consistent with hemangioma. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and pelvic pain ("pelvic pain/ pain") in a 45-year-old female patient who had essure (ess205) (batch no. 509019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included condom (pregnancy prevention after essure placement but before confirmation.), gravida I and parity 1 (B)(6) 1987 concurrent conditions included overweight, asthma, hypertension, sarcoidosis and thyroid disorder nos. Concomitant products included naproxen (naprosyn), oral contraceptive nos from (B)(6) 2006, paracetamol (acetaminophen), paracetamol (tylenol) and vicodin. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 6 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), weight fluctuation ("weight fluctuation") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping") and back pain ("severe back pain"). The patient was treated with surgery (partial hysterectomy and unilateral salpingectomy) and surgery (partial hysterectomy and unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the fatigue, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal haemorrhage, migraine, headache, tooth disorder, weight fluctuation and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: full occlusion of fallopian tubes on (B)(6) 2006, hysterosalpingogram- inserts in correct locations but spillage of dye beyond the essure micro-insert. Into the pelvic gutter; no evidence of spill on the left side. On (B)(6) 2006, problem list: asthma, bmi 30+-obesity, hypertension, unspecified disorder of tooth development and eruption, unspecified sinusitis (chronic). Exam- ultrasound abdomen complete the patient with history of right-sided abdominal and flank pain for 2 years. Findings: the liver is normal in size. Well-circumscribed focal hyperechoic masses are noted within the liver measuring as follows: 1.5 x 1.2 x 1.3 cm, left lobe 8.6 x 1.0 cm, left lobe 1.5 x 1.5 cm. Inferiorly within the posterior segment of the right hepatic lobe impression: three hyperechoic masses scattered throughout the liver. In a female patient of this age, the most likely consideration includes multiple hemangiomas. The patient gives a history of hepatic hemangiomas diagnosed at northland radiology facility. Correlation with those reports should be performed. If these reports are not available, further evaluation with dynamic contrast enhanced CT or nm rbc scan would be helpful for evaluating these masses. Exam: CT abdomen w/w/o contrast reason: history of hematoma. Findings: several well-circumscribed low-attenuation lesions were seen within both lobes of the liver. These lesions were poorly visible on precontrast studies and remain hypodense on contrast images. The appearance and attenuation characteristics are most consistent with hepatic cysts. The spleen, pancreas, and both adrenal glands were normal in appearance. The gallbladder was not visualized. Impression: multiple lesions in both lobes of the liver which most likely represent hepatic cysts. Their appearance is not consistent with hemangioma. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication, lab test, lot number were added. Events vaginal hemorrhages, migraine, headache, tooth disorder, weight fluctuation and female sexual dysfunction were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping even when not menstruating"), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: since her removal surgery, plantiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: full occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.